Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high pacing lead impedance (pli). Additional information obtained from the field representative that the measurement and cause of high pli was not determined and there were no other clinical observations associated with the impedance. The lv lead was surgically capped and abandoned while the crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.